Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: the outer tube of the device was bent at the distal tip and the lg adapter was loose. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: cause traced to component failure. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device was not displaying an image and had an error 315. The issue was found, during a diagnostic unspecified procedure, that was completed with a similar device. There were no reports of patient harm.